Manufacturer narrative:
Follow-up #1: date of submission 08/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: a review of the black box indicated a low battery warning occurred on (B)(4) 2016, followed by three call service 054 alarms and a reboot. No reboots were observed between the low battery warning and the call service alarms. There was no damage found to the returned battery cap and the battery cap contacts were within specifications. . The battery compartment was cracked; however the battery cap was able to secure properly. The pump powered on normally and was exercised for 24 hours with no power interruptions. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display screen was discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter confirmed there was no damage to the battery compartment or battery cap and that the battery cap was able to secure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.